Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A95856) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no inflammatory changes adjacent to the base of the cecum and no pelvic mass is seen and no ultrasound evidence of ovarian torsion seen. Concomitant products included ibuprofen (motrin), oxycodone and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and rash ("abdomen and lower abdomen rash"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the depression, rash, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-may-2019: plaintiff fact sheet- events depression; rashes or skin conditions: abdomen and lower abdomen; migraines / headaches, dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain; fatigue; weight gain; hair loss, lot number were added. Event injury was deleted and device category changed from device other event to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.